Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed that implantable cardiac defibrillator (ICD) exhibited oversensing myopotential. Programming changes were made. The patient was stable.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed that implantable cardiac defibrillator (ICD) exhibited oversensing myopotential. Programming changes were made. The patient was stable.